Event description:
Boston scientific crm received information that during the follow up visit, the patient with this right ventricular defibrillation lead noted that she heard beeps 4 times a day. Each beep was heard around 15-16 times. The device was not in elective replacement indicator status and the shock impedance was inside the range. After interrogation, in the clinical events window, it was noted a daily discharge impedance measurement less than 20 ohms that had occurred on (B)(6) 2010. All shock impedance measurements were normal since then on the right ventricular lead (in range and over 50 ohms). During provocative pocket maneuvers, no abnormality was noted on the shock channel. The alert message was deleted to avoid beeps from the device. In addition, a non sustained episode had been stored. No shocks had been delivered. The lead remains implanted with no programming changes. Print outs and a save to disk was sent to a boston scientific crm technical service consultant for review. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted. A boston scientific crm technical consultant reviewed the print-outs and save to disk and discussed that an out-of-range shock impedance measurement can trigger a fault code which triggers the beeping tones. This out-of-range measurement is not visible because the device only displays weekly averages of the daily measurements (except for the last week, there you will get daily measurements). The reason for this out-of-range measurement could be caused by a lead insulation problem such as clavicular crush or friction in the pocket. To verify if the low shock impedance was caused by a lead problem, some tests could be performed: ask the patient to perform arm movements (move both arms forward and above the head) during real-time egm, ask the patient to perform isometric arm exercises during real-time egm, perform pocket manipulation during real-time egm. It could also be helpful to perform a 31j shock to evaluate the integrity of the shocking lead system as it is the best way to test the entire system. As for the single episode stored on the egm; this was most likely due to oversensing of diaphragmatic myopotentials. It is very difficult to reproduce because a very strong diaphragmatic contraction is needed. It was not recommended to change the sensitivity as there was only 1 episode dated from (B)(6) 2009 and no other episodes have been recorded since. Should additional information become available an amended report will be submitted.